Event description:
It was previously reported the patient needed to use more of his supplemental pain medication to ¿help with the pain.¿ it was also noted the patient does not feel adjustments right away and there are some side effects like it ¿really messes with my vision and causes the left eye to have the inability to focus.¿

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v348020, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the health care provider made appropriate adjustments and the therapy was working as indicated.

Event description:
It was reported the patient's implantable neurostimulator (ins) got switched off some time in the past 6 months and he experienced a return of symptoms. The patient was working retail and suspected his ins was turned off while walking through the security screening devices. The patient turned his ins back on and the voltage was too high so he turned his ins back off. It was noted the patient was using more of his supplemental pain medication to compensate for his cluster headaches. It was also reported the patient attempted to make an appointment with his physician but could not get in for 2 months. Additional information has been requested but was not available as of the date of this report; a follow up report will be sent if information becomes available.